Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery cap was unable to be removed. Customer's blood glucose was unknown. Customer was hospitalized for high blood glucose. Customer declined to provide information regarding the hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No battery cap received with unit, unable to verify battery cap anomaly. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.